Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history verified one power on reset on (B)(4) 2012. There were no alarms noted related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to tightly secure to the pump with no visible yellow o-ring noted. The pump was exercised for 24 hours with the returned battery cap with no power issues noted. A battery cap contact test was performed and no battery cap connection defects were noted. The pump cover was removed and there was no evidence of moisture or damage found to battery flex. The time and date defaulted to factory settings after the pump was powered on. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the subject pump lost power after it was dropped accidentally. The reporter stated the pump landed on its bumper and then bounced high enough that the patient was then able to catch it. The patient's mother claimed that the pump powered back on after removing and reinserting the same battery; however, later that day, the patient found the pump without power when he went to bolus for a snack. The reporter stated the pump powered on normally when she replaced the pump's battery. At the time of troubleshooting, customer support noted there were no relevant alarms in pump's history that would explain the pump powering off. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged issue with the pump powering off without any alarms remained unresolved.